Event description:
International affiliate has informed us of an event that the user alleges the cuff was checked before use. The ventilator alarm beeped during use. The tube was removed and found to have the cuff deflated. The tube was orally inserted. No adverse outcome.